Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
A medwatch was received which states "the patient underwent an open reduction internal fixation of the left le fort iii fracture with plates and screws. The surgeon reported that one of the 6 mm screws broke off at the head the impinged screw was left inside of the zygomatic sit of the frontal zygomatic structure." Upon follow up it was reported there was no delay to the procedure, no variance from the expected surgical technique, no additional medical or surgical intervention. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed due to the part not being returned. The exact screw was not identified in the complaint, other than it was a 1.5mm x 6mm screw. The part number and lot number remain unknown. The screw remains implanted, therefore it was not returned and cannot be visually evaluated or functionally tested. The device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event are unknown. The complaint is non-verifiable. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.